Manufacturer narrative:
(B)(4).please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Complaints reported against this product do not meet the requirements for reporting to the FDA as the system is not marketed in the united states and it is not similar to products marketed in the united states.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause is low transmitter battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.